Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultramini meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016, in the evening. The patient manages her diabetes by self-adjusting her insulin doses and on (B)(6) 2016, at 09:00pm, continued to administer her usual dose of ¿5 units of rapid insulin and 12 units of human insulin¿. The reporter detailed that on (B)(6) 2016 at 05:00am the patient developed symptoms of ¿dizziness and weakness¿ and that the patient was admitted to the emergency room (ER) where they had a blood glucose test performed on an ER meter which gave a result of ¿100mg/dl¿ and was treated with IV fluids. During troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.